Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. Post-paced t-wave oversensing was noted on the ventricular lead on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were recommended, but not made yet. Dft and further actions will be discussed with the physician. The patient is scheduled for follow-up in clinic.